Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary vessel. A 3.50x16mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, the stent got dislodged from the delivery balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., method codes, result codes, conclusion codes updated. Device evaluated by MFR: a f/g, promus element,mr,ous 3.50x16mm stent delivery system (sds) was returned for analysis without a stent. The stent had been separated from the delivery system and was not returned for analysis. The balloon wings were relaxed appearing as if positive pressure had been applied. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgement occurred.the target lesion was located in a coronary vessel. A 3.50x16mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, the stent got dislodged from the delivery balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.